Manufacturer narrative:
Block b3: exact date unknown, event occurred five years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.